Event description:
Reference MFR. Report # 1627487-2019-06983. Reference MFR. Report # 3006705815-2019-02229. Reference MFR. Report # 1627487-2019-06984. Reference MFR. Report # 1627487-2019-06985. It was reported that patient's entire system was explanted on (B)(6) 2019 due to infection. The infection has resolved.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information currently available, the cause of the incident was not conclusively determined, nor was a problem with the device confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR. Report # 1627487-2019-06983. Reference MFR. Report # 3006705815-2019-02229. Reference MFR. Report # 1627487-2019-06984. Reference MFR. Report # 1627487-2019-06985. It was reported that patient's device is being explanted due to infection. No further information was available at this time.